Manufacturer narrative:
The reported event of inappropriate magnet response was not confirmed. The device was received with normal output, normal telemetry and elevated battery current. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemaker equipment anomaly advisory issued by abbott on 10 oct 2023 for a subset of devices distributed and implanted outside of the united states.

Event description:
At a later date, the device was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
During an in-clinic follow-up, the device was found to be in magnet mode despite not being exposed to a magnet. Device replacement is anticipated, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.